Event description:
Litigation alleges pain and elevated levels of chromium and cobalt.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- litigation alleges that patient experienced discomfort, pain, fatigue, swelling and difficulty standing and walking. Additionally, patient allegedly has excessive levels of cobalt and chromium. Doi: 2006 - dor: none reported (left hip). **patient is a resident of (B)(6). Update rec'd 1/31/2014- amended litigation received. Litigation indicates that the patient was implanted with pinnacle, not asr. The doi was provided. The cup and head have been updated to liner and head. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 02/26/14 patient was born in (B)(6). The exact date is unknown. Patient was implanted in 2006. The exact date is unknown. Doi: (B)(6) 2004- dor: none reported (left hip). The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Update rec'd 5/23/2014¿ pfs and medical records received. Part/lot information provided, but wasn¿t legible. After review of the medical records the revision operative note indicated a pseudotumor. There is no new additional information that would affect the existing MDR decision. The complaint was updated on 6/19/14 update 16 june 2015 -- medical records & product info received no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed. (B)(4).

Manufacturer narrative:
Update rec'd 5/23/2014¿ pfs and medical records received.part/lot information provded, but wasn¿t legible. After review of the medical records the revision operative note indicated a psuedotumor. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.